Event description:
Reporter stated the display of the blood glucose monitor is defective. Not all of the numbers are clear, and this causes difficulty reading the results. The patient's mother is unsure if the device was dropped. No physiological effects were reported. The blood glucose monitor was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The customer's allegation of a display defect could not be tested as no product related to this case is expected to be returned. This case is set to not verified, no investigation possible based on the inability to test for the customer allegation. Device was not returned to manufacturer.